Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple, intermittent occlusion alarms. Reportedly, the customer changed out the infusion site two times and continued to receive occlusion alarms. However, the customer did not observe any kinks in the infusion site. The customer's blood glucose level was 375 mg/dl, which was addressed with manual injection. The customer was able to successfully change the cartridge and resume insulin delivery.